Event description:
On (B)(6) 2010, the patient underwent the surgery with the g3 nail. After four weeks, the surgeon found through the x-ray that the lag screw had been cut out from the femoral head. Therefore the patient underwent the removing surgery and bha. The surgeon assumed that the insertion depth of the lag screw was shallow. Therefore, the lag screw had been cut out from the femoral head.

Manufacturer narrative:
Associated devices: 3125-0170s trochanteric nail kit, ti gamma3 10x170mm x 125 lot# k109726; 1896-5035s locking screw, fully threaded t2 tibia 5x35mm lot# k265493. Evaluation summary: examination of the affected devices was not possible as they were discarded according to information received. Deviations in the manufacturing documents of both lag screw and nail kit were not found. The reported items were documented as faultless prior to distribution. The phenomenon of cut out has been evaluated in internal lab tests (e.g. (B)(B)(4)), appropriate testing material has been verified in lab test (B)(4). According to the event description the surgeon assumed that the insertion depth of the lag screw was shallow. Therefore, the lag screw had been cut out from the femoral head. As no x-rays were provided, the surgeon's statement above could not be confirmed and the exact root cause of the reported event can not be determined. Review of the device history records for the reported lag screw, indicates (B)(4) devices were manufactured and accepted into final stock in september 2010 with no reported discrepancies.